Event description:
It was reported that the insulin pump was submerged in water. Afterwards, moisture was observed beneath the display screen. The customer stated that there was a crack in the display screen. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies. The display window was cracked.